Event description:
It was reported that the patient indicates feeling "jolts" at 9:37 every night, possibly from his pacemaker. Additional information indicates that the device was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) battery depletion-normal